Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage of evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and the seal were inside the tube of the delivery device. The seal had cracks along the first and fourth rows of the outer edge. The green slide lock was unlocked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint could not be confirmed; however it was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).